Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 7000tfx25 implanted in the mitral position underwent intervention for a valve-in-valve (viv) procedure after 9 years and 11 months of implant duration due to bioprosthesis degeneration leading to regurgitation. The patient presented with acute pulmonary edema and dyspnea. A transcatheter valve was attempted to be implanted in the existing edwards device using the trans-septal approach, but the procedure was not successful and was aborted [2021-04296]. The patient was noted as to be fine after the procedure. A second re-intervention was not performed/scheduled due to the disagreement of the patient.